Event description:
It was reported that the display screen of the programmer needed to be replaced as the touch pen would not work with it. The company representative did troubleshooting with the technical services department and it was determined that the issue was with the screen. The programmer was returned for service. No patient complications have been reported as a result of this event.

Event description:
It was reported that the display screen of the programmer needed to be replaced as the touch pen would not work with it. The company representative did troubleshooting with the technical services department and it was determined that the issue was with the screen. The programmer and radiofrequency (rf) head were returned for service. Both products were analyzed and tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the stylus pen was not tracking with the overlay screen, as a result the overlay screen assembly was replaced. (B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).